Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was out of the sleeve when the vcd was properly removed from the package. The procedure was completed using another unknown mynx control vcd to achieve hemostasis. There was no reported patient injury. The sealant was prematurely exposed/deployed prior to insertion, after preparation. The device was stored and prepared according to the instructions for use (IFU). The device and packaging were inspected prior to opening. The device was removed from the package as instructed. The technologist removed the device gently by grasping the handle. The sealant sleeves/cartridge assembly were not out of position, no damage was noted to the sealant sleeves/cartridge assembly, and there was no exposure of the sealant to any fluids. The procedure used a 6f non-cordis sheath. The user was trained to the device. The patient was not hospitalized, and the patient¿s hospitalization was not extended because of the event. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.